Event description:
It was reported the connector tears off after a couple of times applicated.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported the device was removed with no physical harm done to the pt, only the inconvenience of changing. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted. The actual date of event (3) is unk, so the date used was the date convatec became aware.